Manufacturer narrative:
Integra has completed their internal investigation on 22jun2016. The investigation included: methods: evaluation of actual device. -review of device history records. -review of complaint history. Results: device history record reviewed for this product ID serial# (B)(4) manufactured on july 30, 2015 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No prior service history. No manufacturing or design related trend has been identified. Conclusion: in summary: the device in question was sent in for a routine maintenance and not a complaint as such the inspection is based around this service. The most likely cause could be due to this device being out of calibration. This device was serviced back to full working order and sent back to this customer.

Event description:
It was reported the device was not cutting evenly. It was reported there was no patient involvement or injury for this event.